Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if he patient was hospitalized for the event. It was reported the patient was treated with cefazolin (dose, route, frequency and duration were not reported) and vancomycin (dose, route, frequency and duration were not reported) for treatment. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.